Event description:
It was reported that this electrode and its implanted subcutaneous implantable cardioverter defibrillator (s-ICD) device exhibited noise, oversensing, and inappropriate shocks. The next day during a follow up appointment, while sitting in a chair, noise was reproduced by raising the patients left arm. X-ray imaging revealed no signs of electrode breakage or connection issues. A request was made to have data from this device analyzed. Technical services (ts) discussed possible causes and recommended additional troubleshooting efforts. No additional adverse patient effects were reported outside of the inappropriate shocks the patient received. The device remains in service. New information was received indicating that the patient returned to the clinic for a follow up appointment. Troubleshooting included postures, manipulation, arms and torso movement in both primary and secondary vectors without reproduction of the noise. Sensing vector was programmed to secondary vector. The physician will monitor the patient closely from the home monitor equipment. The device remains implanted.

Manufacturer narrative:
If pertinent information is provided in the future, a supplemental report will be submitted.